Manufacturer narrative:
(D10) concomitant devices: 300-01-09 - eq humeral stem primary, press fit 9mm: (B)(6), 320-42-03 - eqe reverse 42mm humeral liner +2.5: (B)(6), 320-10-00 - eq reverse tray adapter plate tray +0: (B)(6), 320-01-42 - eqreverse 42mm glenosphere: (B)(6), 320-15-07 - eq sup/post aug, l rs glenoid baseplate: (B)(6), 320-20-18 - eq rev cmprss scrw lck cap kit, 4.5 x 18mm: (B)(6), 320-20-30 - eq rev cmprss scrw lck cap kit, 4.5 x 30mm: (B)(6), 320-20-30 - eq rev cmprss scrw lck cap kit, 4.5 x 30mm: (B)(6), 320-20-46 - eq rev cmprss scrw lck cap kit, 4.5 x 46mm: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total shoulder replacement on the left side; followed by a shoulder revision due to aseptic glenoid loosening with osteolysis in hybrid tsa, approximately 2.5 years post-operatively. Subsequently, the patient has experienced aseptic glenoid loosening and gradual baseplate loosening with broken screw. No specific mechanism was noted. Pain was also reported. As a result, approximately 3 years after first revision, the patient underwent a second left shoulder revision procedure. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of glenoid loosening and screw fracture. The reported glenoid loosening and fracture could not be confirmed. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.